Event description:
A supplemental follow-up MDR report is being submitted due to cancellation of the report. This complaint was re-assessed as no longer meeting FDA reporting requirements. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: the echo-19 device of lot number c1984792 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This file is related to (B)(4) which will capture the damaged syringe reported. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for echo-19 of lot number c1984792 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1984792. The notes section of the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use, as the user used a device which they identified was damaged prior to use which would be considered user error as per IFU "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Ncr-nc20-036 was raised for the IFU to update the IFU to include instruction to partially remove stylet prior to extending needle into the lesion. (Hra) - health risk assessment (hra) ¿ part I initiation information & escalation decision which led to health risk assessment (hra) ¿ part ii initiation information & escalation decision. Based on the outcome of same which included assessment from clinical (medical affairs), engineering and regulatory affairs no further containment actions were required pending this IFU update. Image review: n/a. Root cause review: a definitive root cause could be attributed to user error as the user used a device which they identified was damaged prior to use which would be considered user error as per IFU "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Reported that the syringe was slightly bent at the end. Procedure still complete and device worked okay. When they opened the packet, the syringe was bent and at one end on two occasions. The devices will not be returned no action required. Procedures were complete okay. Feedback for quality purposes. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.